Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the imaging unit resulting from repeated physical stress. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive joint of the objective lens has come loose. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deformation or damage to the adhesive joint resulting from repeated physical stress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. <<see DHR examples as applicable to the investigation results>>. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported image flickering and distortion during a therapeutic laparoscopic inguinal hernia repair procedure involving an olympus endoeye flex deflectable videoscope. The procedure was completed using the same device. There was no patient injury reported.